Event description:
It was reported a hair was found inside a sterile kit. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hair in the packaging is confirmed but the root cause remains unknown. The product returned for evaluation was one 4fr sl powerpicc solo catheter kit. The csr wrap was unfolded and a hair was found between the folding flaps of the csr wrap. The rest of the kit was inspected, but no other foreign material was identified. The opened state of the sample made it difficult to assess when and where the hair was introduced into the kit. The reported event has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.